Event description:
It was reported that this patient had another manufacturer right ventricular (rv) lead that had issues including noise, where the implanted device had disabled the minute ventilation (mv) sensor to signal artifact monitoring feature appropriately detecting oversensing of the lead issues. Subsequently, the patient received a new lead from again another manufacturer, however the mv feature was left off. The patient was recently complaining of shortness of breath and palpitations, and they wanted the mv feature to help with those rate changes so mv was programmed on to the rv lead only. The system remains in-service. No additional adverse patient effects were reported. Additional information was received which indicated that, a request was inquired to review this pacemaker dependent patient minute ventilation (mv), to check if it was safe to reactivate or making programming changes. The technical services (ts) review the new and the old data and indicated that, all six sam episodes since implant have been false positives due to atrial fibrillation (af). Ts explained that this was a common phenomenon when the af frequency roughly matched the expected frequency of the mv pulses. This however has been fixed with the recent brady smr 4 update. Whenever a patient goes into atrial tachy response (atr), the signal artifact monitor (sam) monitoring of the atrial channel is suspended after ten seconds until the patient switches out of atr. The ts explained that this patient was never at risk of oversensing due to mv (especially not on rv as all sam episodes were triggered by right atrial (ra)). Mv can safely be enabled again, and it will likely stay enabled due to the brady smr 4 update. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient had another manufacturer right ventricular (rv) lead that had issues including noise, where the implanted device had disabled the minute ventilation (mv) sensor to signal artifact monitoring feature appropriately detecting oversensing of the lead issues. Subsequently, the patient received a new lead from again another manufacturer, however the mv feature was left off. The patient was recently complaining of shortness of breath and palpitations, and they wanted the mv feature to help with those rate changes so mv was programmed on to the rv lead only. The system remains in-service. No additional adverse patient effects were reported.